Event description:
It was reported that the customer removed their set and part of the cannula stayed inside their leg. It was stated that there was no sings of infection or soreness. The customer was advised to contact the md so the piece of cannula can be removed.